Event description:
It was reported that on (B)(6) 2024, a 25mm epic valve was selected for implant. During the surgery, the device was successfully implanted and the patient was taken off of bypass. The physician then noted that the valve leaflets were having difficulty opening and closing. The patient was placed back on bypass and the valve was replaced with another 25mm epic valve to resolve the event. There were no adverse health consequences. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6 adverse event problem: health effect - impact code: removed code 4624 surgical intervention. Added code 2199 no health consequences or impact. H6 adverse event problem: medical device problem code: removed code 2507 incomplete coaptation. Added code 1420 nonstandard device. This event is no longer considered to be reportable as the device issue was noted during device preparation and did not make patient contact. An event of non-standard device was reported. The valve was returned to abbott for analysis. All three cusps were flexible and contained no tears, perforations or anomalies. All cusps were mobile when manually manipulated. Functional testing at the time of manufacturing and upon return to abbott indicated that the valve functioned normally. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm epic valve was selected for implant. During device prep, he physician then noted that the valve leaflets were having difficulty opening and closing and alignment issues. The device wasn't used and another 25mm epic valve was implanted instead to resolve the event. There were no adverse health consequences. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.